Manufacturer narrative:
Journal name: journal of the american college of cardiology title: efficacy and safety of stents in st-segment elevation myocardial infarction ref: doi.org/10.1016/j.jacc.2019.09.038. Death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to compare the efficacy and safety of stents in st-segment elevation myocardial infarction (stemi). In this meta-analysis, individual patient data was collected from 10979 stemi patients in 15 studies.  A total of 6 different stenttypes with respect to the type of drug and coating were investigated with at the median duration of clinical follow-up noted to be 3 years. The types of stents were categorised according to whether they were considered bare metal stents (bms), first-generation drug eluting stents (des), or second generation des. Durable polymer (dp) endeavor fast-release zotarolimus-eluting stents were considered to be first-generation des and were implanted in 373 patients in 3 trials. The remaining patients were implanted with 5 other non-medtronic stents. It was stated that most patients in the randomised controlled trials received clopidogrel. Clinical outcomes reported in the study population included all cause death, cardiac death, reinfarction (mi), target lesion revascu larisation, definite or probable stent thrombosis. No information was available about the cause of death apart from a number of deaths being contributed to a cardiac cause being provided. It was noted that the risk of primary endpoint which consisted of the composite of cardiac death, reinfarction, or target lesion rev ascularization was not significantly different between patients treated with bms and zotarolimus-eluting stents. Also, the risk of all-cause mortality was similar among patients treated with the first-generation drug eluting stents (des) and second generation des. It was also noted that the findings did not change when the dp-zes was regarded as a second-generation des in sensitivity analysis.